Event description:
It was reported that the patient experienced feeling uncomfortable stimulation. The patient reported feeling an uncomfortable, tingling stimulation when they walk that goes down their leg that intensifies the more they walk. On (B)(6) 2023 the rep reported patient was given a steroid pack when met with physician and stimulation is off at the time. Rep reports on (B)(6) 2023 physician elects a system explant because she was still having issues and vibration. No complications during the procedure the whole system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.